Manufacturer narrative:
(B)(4). Concomitant medical product. Persona tibial articular surface provisional, cat#: 42527900502 lot#: 62565072 (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06083.

Event description:
It was reported during surgery that two balls on the shim were found missing. The patient was checked, as well as radiographed, and found to not contain the missing objects. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned parts state signs of repeated use and missing ball bearings. Device history record was reviewed and no discrepancies were found. Previous investigation into this issue led to the device being subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that this device was manufactured prior to this design change. The root cause of the reported issue is attributed to a previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.